Event description:
Caller reported an alarm 2 followed by alarm 26, experiencing multiple previous occlusion events resolved in the same manner. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer resolved the issue by changing the infusion set and cartridge before resuming insulin. No additional outcome information was provided, and customer declined further follow-up on recurring occlusion issues.